Event description:
It was reported that the lower display on the external pulse generator was dim, but the generator was still able to be used. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) is missing segments. Upper case, side bail covers, and battery drawer are broken. Battery contacts are compressed. The ring is bent. Keyboard is scratched.